Manufacturer narrative:
Unit received with broken off end cap, stripped battery cap coin slot (p). The test reservoir locked in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that it was unreachable to turn on and off the battery cap. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.